Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age/dob requested but was not provided. The event reportedly occurred on the pediatric floor; therefore it is presumed that the patient was a pediatric patient.

Event description:
The customer reported that the IV tubing set developed a balloon in the silicone segment that caused the device to alarm occlusion while in use on the pediatric floor. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml hospira v bag of heparin sodium lot: 92-096-jt (exp: february 1, 2020) ,two non-bd alcohol disinfecting caps. Pediatric patient. The customer report of a balloon in the silicone segment was confirmed. Visual inspection of the set received it was noted that the silicone segment tubing had a slight ballooned bulge near the upper portion of the upper fitment. Functional testing showed no anomalies. The root cause of the balloon/bulge in the silicone segment was identified as being due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.

Event description:
The customer reported that the IV tubing set developed a balloon in the silicone segment that caused the device to alarm occlusion while in use on the pediatric floor. There was no report of patient harm.